Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for samples from one patient tested with hapt2 (tina-quant haptoglobin ver.2) assay on a cobas 8000 c 502 module. The first sample initially resulted in a hapt2 value of 0.02 g/l. 24 hours later, the sample was repeated twice, resulting in values of 4.76 g/l and 4.95 g/l. On (B)(6) 2022, a second sample from the same patient was measured. The sample initially resulted in a hapt2 value of 4.77 g/l. The sample was repeated three times, resulting in values of 4.92 g/l, 4.76 g/l and 4.82 g/l. The initial questionable low result was reported outside of the laboratory. The reagent lot was 642662 with an expiration date of 31-mar-2024.

Manufacturer narrative:
The reaction monitor of the initial low result shows an abnormal kinetic. Calibration results showed frequent errors. Quality control results were not provided. Upon review of the alarm trace, "sample foam", "sample clot", "sample duplicate" and "abnormal aspiration" errors were observed. Based on the information provided it is not clear if the centrifugation terms are correctly performed according to the tube manufacturer's instructions. No rack adapters were used. The customer uses several third-party reagents on the analyzer. The investigation could not identify a product problem. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.